Event description:
Customer reported that the insulin gauge was not accurately reading the amount of insulin in the cartridge. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from technical support, and no further information regarding the outcome of the event was obtained.